Event description:
Patient was noted to have hydronephrosis, extensive iliac artery disease, and tight anatomy prior to aaa repair procedure in 2007. After the placement of the main body graft, the fellow encountered difficulty deploying the contralateral leg, so the physician came in and pushed it hard up and over the wire. The unscrubbed physician had recommended the "up and over" technique due to the patient's tight anatomy. During the advancement of the gray positioner up to dock the top cap, the wire had already been removed and the device was unsheathed. The left renal artery was stented, but the final angiogram, it was occluded. Wire access was lost several times. The main body device encountered difficulty while trying to advance up. Patient also had an outflow problem that was addressed after the implanting of the aaa graft. This patient had poor access and tight distal iliac bifurcation. Completed angio did not show endoleaks, but the left renal wasn't filling up. On the following day, patient had been eating and seemed well. However, on the same day, the patient experienced a heart attack due to a pulmonary embolism and expired.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, inverted funnel shape, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. We do caution in our labeling that the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system should only be used by physicians and teams trained in vascular interventional techniques and in the use of this device. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error and adverse patient anatomy.